Manufacturer narrative:
Product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5174381. It is indicated that the leads will not be returned for evaluation, therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the trial procedure to implant the leads the patient developed headaches and nausea. The physician found the dura had been punctured and there was a csf leak wherein the patient required a blood patch. Patient was administered antibiotics and monitored in the hospital. The physician later removed the leads. Patients headaches improved post procedure and was doing well.